Event description:
Perclose prostyle vascular closure device by abbott broke in pt's artery, causing retained foreign body. One of the footings broke prior to removal from the patient and was retained in the patient's artery, obstructing blood flow to the lower extremity. Pt was reintubated and cut down performed to retrieve rfo(retained foreign object). No permanent harm. Increased scarring in access site and pt needing to be reintubated. FDA safety report ID# (B)(4).